Event description:
A report was received from the USA stating that the upper display on an 840 ventilator was erratic. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event was not reported.

Manufacturer narrative:
The customer support engineer (cse) evaluated the device and found the device failed flow sensor calibration. The graphical user interface (gui) liquid crystal display (lcd) and the exhalation flow sensor was replaced. The device passed all calibration, electrical safety testing, extended self-testing (est) short self-testing (sst) and performance verification testing (pvt) and met manufacturing specifications at the time of service. The reported event was confirmed. (B)(4).